Manufacturer narrative:
Loose footboard connections.

Event description:
It was reported by service report that the bed could not be controlled from the footboard or the side rails. No pt involvement or adverse consequences are reported.